Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable total bilirubin gen3 result for one patient on their c501 analyzer. The patient's initial total bilirubin result was 3.2 umol/l and it was reported to the hospital ward. The initial result was queried and the sample was repeated. The repeat result was 287 umol/l which was a fit to the previous results and the clinical picture. The customer stated the initial and repeat results were generated from the priory tube and the I index was high. The sample was inspected for clots prior to loading. Information on whether the patient was adversely affected was requested but not provided. The total bilirubin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Manufacturer narrative:
Additional information has been provided.